Manufacturer narrative:
Cartridge change error and cartridge installation was verified. Cartridge undefined issues the failure investigation has been completed. Based on the analysis, the alleged issue was not verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a cartridge change error occurred. Additionally, it was reported that a cartridge did not fit onto the pump and an unspecified cartridge issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 233 mg/dl.